Manufacturer narrative:
Information provided in the following field b3: 2009 additional suspect medical device components involved in the event: model# sc-5305 (B)(4) description: base station

Manufacturer narrative:
Additional information received stated that the patient has chronic pain syndrome. No further information was able to be obtained by the physician. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following an implant procedure, the patient felt numbness in her hand. The patient went for a CT and no anomalies were noted and the numbness resolved on its own. Later the patient stated to have been electrocuted by the charger base station. The patient stated to have been placed on a heart monitor and received other unknown treatment. The device was explanted per the patient's decision.

Event description:
A report was received that following an implant procedure, the patient felt numbness in her hand. The patient went for a CT and no anomalies were noted and the numbness resolved on its own. Later the patient stated to have been electrocuted by the charger base station. The patient stated to have been placed on a heart monitor and received other unknown treatment. The device was explanted per the patient's decision.